Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were thirteen previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team performed an investigation and did not replicate customer complaint through retain testing. The root cause could not be determined. Return testing was unable to be performed as cartridges were not returned for investigation.

Event description:
Customer reported suspected false positives across 2 individuals with lots 24030e, 21622j using reader sn (B)(4). Individual 2 used cartridge sn (B)(4) which was positive and had a negative antigen test performed on (B)(6) 2022. Individual 2 had no symptoms and was fully vaccinated with 2 boosters.